Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut ECG c and d cable, which shorted wires within the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the cut cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt rec'd a replacement electrode belt.